Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or blurry display noted. The display is working properly. No display anomaly noted. Visual inspection showed that the damage to the reservoir tube lip is cracked and the battery tube threads are broken. Device was also received with case cracked at the display window corners, scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that he has been experiencing high blood glucose for the last year and also that he was in the hospital for a quadruple bypass. The customer stated he had not been using the insulin pump for a year and has been treating with manual injections. Blood glucose value has been between 325 and 400 mg/dl. The customer also reported that the top of the battery compartment is cracked, the screen is becoming dull and there is a plastic missing around the reservoir compartment. The customer was changing the battery when he noticed the damage. Blood glucose value was below 400 mg/dl. Customer stated the device has been dropped in the past. The insulin pump was replaced and returned for analysis.